Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not booting up. Review of log file showed that unsolicited power down. During troubleshooting, fse found that the mpdu control unit was defective. Fse replaced the mpdu control unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and evaluation results codes were corrected.

Event description:
It has been reported to philips that the allura machine did not switch on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the mpdu control unit and need to be replaced. Philips has started an investigation of the complaint.